Event description:
It was reported that the procedure was to treat a lesion in the internal carotid artery with mild calcification and heavy tortuosity. The 6.0x40mm xpert pro self-expanding stent system (sess) had resistance withdrawing the sheath after loosening the knob and stent could not be released at all after several attempts. Another same size xpert pro stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified a tear noted on the outer member in the kinked area.

Manufacturer narrative:
The device was returned for analysis and noted an outer member tear. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified and heavily tortuous anatomy and/or inadvertent mishandling resulted in the noted device damages (sporadically kinked/wrinkled outer member, outer member tear, multiple shaft bends/kinks) compromising the device and thus resulting in the reported mechanical jam and the reported activation/deployment failure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xpert pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.